Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) pocket revision procedure due to an unknown reason. The ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.

Event description:
It was reported that patient underwent implantable pulse generator (ipg) pocket revision procedure due to an unknown reason. The ipg remains implanted in the patients body and in use. The patient was doing well postoperatively. Additional information was received that the ipg was uneven, and one side was sticking out more. The physician opted to adjust the depth of the pocket site, and no issues were noted since.